Event description:
A copy of an article was found from ijo, dated february 2023. The article was in regard to "application of femtosecond laser in assisted cataract after icl implantation with different vault". The article involved 2 different patients - case 1 - a 54-year-old female, with progressive blurred vision in left eye for 2 years, who underwent icl implantation 11 years ago. The lens was removed due to the development of a cataract. The patient underwent flacs (femtosecond laser-assisted cataract surgery) and a monofocal iol was implanted. At one-week post-op the udva was 20/20. Case 2 - a 51-year-old female with progressive blurring of vision in right eye for one year. An icl was implanted 11 years ago due to high myopia. The lens was removed due to the development of a cataract. The patient underwent flacs (femtosecond laser-assisted cataract surgery) and a trifocal iol was implanted. At one-week post-op the udva was 20/20. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
A2: unk. A4: unk. A5: unk. A6: unk. B3: unk. D4: expiration date unk. D6a: unk. D6b: unk. H4: unk. H6: health impact - additional surgery: 4625 - femtosecond laser-assisted cataract surgery (flacs), iol implanted. Claim # (B)(4).